Manufacturer narrative:
The device was discarded and was not returned for investigation. A review of the device history record was performed and all product met requirements prior to release. A cause for the event has not been established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "the procinch was missing the green and green white sutures that lead and toggle the button. We opened two free sutures to pass through holes in button where sutures were missing in order to complete the procedure."